Event description:
When we went to do rio registration we could not get power to the mics. We switched it out and could not get power again to a different mics. We shut the robot down and we¿re able to get power to a third mics. After the case, I tested the two mics status check and they both failed. Case type: tka. The patient was under anesthesia.

Manufacturer narrative:
Reported issue when we went to do rio registration we could not get power to the mics. We switched it out and could not get power again to a different mics. We shut the robot down and we¿re able to get power to a third mics. After the case, I tested the two mics status check and they both failed. Case type: tka. The patient was under anesthesia. Product inspection: as per service maxwo-02147472 & (B)(4). Mics-209063 sn# (B)(6). Lot#42060317. RMA#280880. Senior depot service technician: steven henriquez . Successfully performed mics cable replacement per d06917. Mics can be returned to stock as a 209063 sn# (B)(6). The alleged failure was confirmed. Device history review: device history records indicate (B)(4) devices were manufactured under lot 42060317 and (B)(4) were accepted into final stock on (B)(6) 2017. A review of qt17-04-0065 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number 42060317 shows 04 additional complaints related to the failure in this investigation. The complaints are pr (B)(4). Conclusion: the alleged failure mode was confirmed. No additional investigation or specific actions are required. Nc/CAPA review: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc 1414517 and CAPA 1450904.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
When we went to do rio registration we could not get power to the mics. We switched it out and could not get power again to a different mics. We shut the robot down and were able to get power to a third mics. After the case, I tested the two mics status check and they both failed. Case type: tka. The patient was under anesthesia.